Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received his scs system, including an ipg on (B)(6) 2010. It was reported that when the patient would sit down his anatomy would push on the ipg. The patient reportedly had problems communicating with the ipg. An x-ray revealed the ipg was at a 90% angle. The patient received a pocket revision. The ipg pocket was moved from the left side of the patient's body to the right side. Follow up revealed there were no issues after the surgery.